Manufacturer narrative:
Device investigation narrative - unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error and power cord became extremely hot. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only cosmetic. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord at customer site. (B)(4).

Event description:
It was reported the cord was getting hot on the svce repl mdu cntrl pwrmx elite. This occurred before the procedure. No delays or patient injuries were reported.